Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 4.9g over specification. Updated d8 & d9.

Event description:
Suspected symptomatic rupture left side.